Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the patient complained of itchiness in the area of the le fort I osteotomy. X-rays showed 2 or 3 loose screws, and the hardware will be removed.